Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for device check, one auto mode switch episode due to noise on the atrial lead was observed. The noise was not reproducible. No interventions were done. Patient was stable and will continue to be monitored.